Event description:
Pt was admitted to the ICU due to high bgs. Her pdm meter was reading differently than the hospital meter. Pdm read 364 mg/dl; hospital meter read 511 mg/dl. Pt was treated with an insulin drip. The pdm was not returned for eval.

Manufacturer narrative:
Device was not returned for eval - we are unable to determine how the device was operating. No malfunction can be confirmed to have occurred that would have resulted in the pt's condition. The omnipod's user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. The user guide instructs users to perform a control solution test when: inaccurate results are suspected, if the test results are not consistent with how you feel, or when it's suspected that the bg meter or test strips are not working properly. If control solution test results continue to fall outside the range printed on the test strip vial, the user guide advises: the omnipod system may not be working properly, do not use the system to test your blood glucose, call customer care. Bgs should be tested with an alternate, back-up meter. Product lot qualification records were reviewed and found to have met all acceptance criteria.